Manufacturer narrative:
It was reported that a revision surgery was performed because the insert was smaller that it was labeled, causing it to fail. The surgeon states that the item was manufactured incorrectly. The hospital returned the polarcup xlpe insert 43/22 (75018942, b1913078), used in treatment. A visual assessment can confirm that the insert appears to be smaller than intended, however the device shows extensive wear. The engraved lot and part number are not readable anymore. The reason for the extensive wear cannot be assessed based on the available information, however foreign particles or an inadequate shell size might have contributed to the wear of the implant. With all the medical information provided, a thorough medical assessment was not possible. The production documentation was reviewed in detail, however there are no indications that the device was incorrectly manufactured. All manufacturing documentation was checked for dimensional issues as well as potential mix-up. There are no indications that the device was not manufactured according to specification. Also a mix-up of products cannot be confirmed. One device from the same batch was checked for dimensional issues, however, all measures of the device were within specification. For the batch in scope, no further complaints have been reported in the past. The reported failure is covered in the corresponding risk management file.. The IFU lit. No. 12.23 ed. 05/16 states dislocations and luxations, and abrasion of surfaces as a potential failure mode. The reported failure mode of luxation due to a manufacturing issue cannot be confirmed. There were no deviations found in the manufacturing process. The root cause of this issue stays undetermined after investigation. Should additional information become available, this complaint will be reassessed. To date, no further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues. The device will be retained

Event description:
It was reported that a revision surgery was performed because the insert was smaller than it was labeled causing it to fail. Apparently the device was incorrectly manufactured.